Event description:
On (B)(6) 2015, leica biosystems received a complaint regarding sub-optimal tissue processing which had been identified from a processing run in retort a on (B)(6) 2015; comprising nine (9) cassettes and from a processing run in retort b on (B)(6) 2015; comprising nine (9) cassettes and from a processing run in retort b on (B)(6) 2015; comprising 113 cassettes. On (B)(6) 2015, a leica field support specialist (fss) provided peloris user training, which focused specifically on completing the reagent replacement process in accordance with the manufacturer instructions, to laboratory staff. On (B)(6) 2015, leica biosystems received confirmation that tissue from four (4) patients was not diagnosable; and that re-biopsy had been either recommended and/or performed in each case. The patient age and gender for each patient were also provided. Refer to MFR. Report# 8020030-2015-00050; #8020030-2015-00051 and #8020030-2015-00052 for specific details of the other patients involved. Investigation of this complaint by leica biosystems remains in progress.